Manufacturer narrative:
March 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Pt came for an unscheduled f/u on (B)(6) 2011, because he received one shock on (B)(6) 2011. Upon ICD device interrogation, the communication with the device was difficult, and no episode was available. The pt was then transferred to the implanting center. Upon device interrogation, physician noticed that no aida data (data recorded over the /fu period in device memory) as well as no episodes were available from device memory.